Manufacturer narrative:
Complaint city: (B)(6).  Device is a combination product.   (B)(4). Synergy mr, ous, 2.5x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal stent row is damaged with stent struts lifted and pulled distally. The stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no issue with the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. Following pre-dilatation with an non-bsc balloon catheter, a 2.50mm x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.